Event description:
In early (B)(6) 2015, we had an incident with a synergy stent coming off the balloon before being advanced and deployed. While in a procedure to fix an rca, a synergy stent was opened, prepped and advanced in the patient up to the rca. After the balloon was removed and pictures were taken, it was noted that the stent was not visible. After looking carefully, the stent was found on the table attached to the stylet and covering. It was never advanced into the patient as thought.